Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips health that the device was unable to obtain a leads ECG reading. There was no negative patient impact.